Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device - abdomen or lower pelvic region"), abdominal pain ("abdominal pain"), device breakage ("left essure coil had broken apart/device breakage") and menstrual disorder ("abnormal menstrual bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. She does not have a history of hypertension and is not on any other medications. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included carpal tunnel syndrome. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera), nuvaring, propranolol and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal imbalance") and rash ("rashes"). On (B)(6) 2016, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criterion medically significant), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), hirsutism ("facial hair growth"), headache ("headaches"), tooth disorder ("dental problem"), acne ("acne breakouts"), hypersensitivity ("allergic or hypersensitivity reaction") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, paracetamol (tylenol 8 hour), hydrocortisone, surgery (hysteroscopy, left salpingectomy, partial right salpingectomy, exploratory laparotomy), surgery (hysteroscopy, left salpingectomy, partial right salpingectomy, exploratory laparotomy) and surgery (removal of sections of left fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, hirsutism, headache, vision blurred, tooth disorder, hypersensitivity and abdominal pain lower outcome was unknown and the abdominal pain, device breakage, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, dysgeusia, nausea, rash and acne had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, back pain, bladder disorder, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: beginning sometime in 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. However, during the reversal procedure, physician. Discovered plaintiff left essure coil had broken apart and portions of the coil were located within her uterus and left fallopian tube. Removal of the broken essure coil required removing sections of her left fallopian tube. Per mr: left essure device in multiple segments, right essure device in multiple segments with segment of right fallopian tube included. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: one tube is blocked, and the other tube will block ultrasound scan - on an unknown date: indicated coil had migrated into her uterus. Transabdominal and transvaginal ultrasound, revealed iud identified perforating through the left fundus and extending approximately 2.5 cm intraperitoneal. On (B)(6) 2017, x-ray pelvis revealed no radiographic findings of essure in the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain and migraines." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event lower abdominal pain, lab data, concomitant and historical conditions were added. Treatment, concomitant and historical medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device - abdomen or lower pelvic region"), abdominal pain ("abdominal pain"), device breakage ("left essure coil had broken apart/device breakage") and menstrual disorder ("abnormal menstrual bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. She does not have a history of hypertension and is not on any other medications. Previously administered products included for an unreported indication: ortho tri-cyclen. Concurrent conditions included carpal tunnel syndrome. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera), nuvaring, propranolol and sumatriptan (imitrex). On (B)(6)2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal imbalance") and rash ("rashes"). On (B)(6) 2016, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criterion medically significant), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), hirsutism ("facial hair growth"), headache ("headaches"), tooth disorder ("dental problem"), acne ("acne breakouts"), hypersensitivity ("allergic or hypersensitivity reaction") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ibuprofen, paracetamol (tylenol 8 hour), hydrocortisone, surgery (hysteroscopy, left salpingectomy, partial right salpingectomy, exploratory laparotomy) and surgery (removal of sections of left fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, hirsutism, headache, vision blurred, tooth disorder, hypersensitivity and abdominal pain lower outcome was unknown and the abdominal pain, device breakage, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, dysgeusia, nausea, rash and acne had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, back pain, bladder disorder, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: beginning sometime in 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. However, during the reversal procedure, physician. Discovered plaintiff left essure coil had broken apart and portions of the coil were located within her uterus and left fallopian tube. Removal of the broken essure coil required removing sections of her left fallopian tube. Per mr: left essure device in multiple segments, right essure device in multiple segments with segment of right fallopian tube included. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: one tube is blocked, and the other tube will block ultrasound scan - on an unknown date: indicated coil had migrated into her uterus. Transabdominal and transvaginal ultrasound, revealed iud identified perforating through the left fundus and extending approximately 2.5 cm intraperitoneal. On (B)(6) 2017, x-ray pelvis revealed no radiographic findings of essure in the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain and migraines." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical compliant. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device - abdomen or lower pelvic region"), abdominal pain ("abdominal pain"), device breakage ("left essure coil had broken apart/device breakage") and menstrual disorder ("abnormal menstrual bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she does not have a history of hypertension and is not on any other medications. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal imbalance") and rash ("rashes"). On (B)(6) 2016, the patient experienced vision blurred ("blurry vision"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and back pain ("back pain"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criterion medically significant), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), hirsutism ("facial hair growth"), headache ("headaches"), tooth disorder ("dental problem"), acne ("acne breakouts") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (hysteroscopy, left salpingectomy, partial right salpingectomy, exploratory laparotomy), and surgery (removal of sections of left fallopian tube). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, hirsutism, headache, vision blurred, tooth disorder and hypersensitivity outcome was unknown and the abdominal pain, device breakage, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, dysgeusia, nausea, rash and acne had resolved. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hirsutism, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: beginning sometime in 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. However, during the reversal procedure, physician discovered plaintiff left essure coil had broken apart and portions of the coil were located within her uterus and left fallopian tube. Removal of the broken essure coil required removing sections of her left fallopian tube. Per mr: left essure device in multiple segments, right essure device in multiple segments with segment of right fallopian tube included. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: indicated coil had migrated into her uterus. Transabdominal and transvaginal ultrasound, revealed iud identified perforating through the left fundus and extending approximately 2.5 cm intraperitoneal. On (B)(6) 2017, x-ray pelvis revealed no radiographic findings of essure in the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain and migraines." Most recent follow-up information incorporated above includes: on 5-mar-2018: reporter information was updated. The case is medically confirmed. This case concerns 26 year old patient. Her demographics were updated. Lab data was added. Essure insertion and removal date was update. Essure indication was amended. Following events were added: perforation (uterus)/migration of essure device - abdomen or lower pelvic region, abnormal bleeding (vaginal), metallic taste in mouth, apareunia (inability to have sexual intercourse), bladder problems, urinary problems, fatigue, hormonal imbalance, facial hair growth, headaches, nausea, rashes, blurry vision, dental problem, acne breakouts and allergic or hypersensitivity reaction. She has recovered form events: metallic taste, hair loss, chronic pain, nausea, acne, and rashes ceased immediately following removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), device breakage ("left essure coil had broken apart") and genital haemorrhage ("abnormal menstrual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (undergo a essure reversal procedure to remove the essure device and removal of sections of left fallopian tube). Essure was removed. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime in 2015, plaintiff sought medical treatment regarding the aforementioned symptoms. However, during the reversal procedure, dr. (B)(6), m.d. Discovered (B)(6) left essure coil had broken apart and portions of the coil were located within (B)(6) uterus and left fallopian tube. Removal of the broken essure coil required removing sections of (B)(6) left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: indicated coil had migrated into her uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.